Event description:
It was reported that the patient with this pacemaker system contacted technical services (ts) and reported a syncopal episode and heart pauses. Technical services (ts) advised the patient to review the observations with the physician. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of communication or transmission issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient with this pacemaker system contacted technical services (ts) and reported a syncopal episode and heart pauses. Technical services (ts) advised the patient to review the observations with the physician. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient reported experiencing dizziness and presyncope episodes. Technical services (ts) was consulted and further in office review was recommended. It was also noted that there was an alert for a communication error. An order was placed for a new communicator. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient contacted technical services (ts) and reported another instance of a syncopal episode. Ts advised the patient to contact the health care provider for further review. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient contacted ts and reported severe dizziness as well as a concern for a lead dislodgement, however, information from the field was provided indicating that there were no product performance anomalies from this implanted system and that the patient symptoms are not associated to a product observation. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this pacemaker system contacted technical services (ts) and reported a syncopal episode and heart pauses. Technical services (ts) advised the patient to review the observations with the physician. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient reported experiencing dizziness and presyncope episodes. Technical services (ts) was consulted and further in office review was recommended. It was also noted that there was an alert for a communication error. An order was placed for a new communicator. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient contacted technical services (ts) and reported another instance of a syncopal episode. Ts advised the patient to contact the health care provider for further review. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this pacemaker system contacted technical services (ts) and reported a syncopal episode and heart pauses. Technical services (ts) advised the patient to review the observations with the physician. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient reported experiencing dizziness and presyncope episodes. Technical services (ts) was consulted and further in office review was recommended. It was also noted that there was an alert for a communication error. An order was placed for a new communicator. No additional adverse patient effects were reported. This device remains in service.